Event description:
The customer called and reported experiencing high blood glucose of 599 mg/dl, after she became disconnected from the infusion set during the night. The customer stated it took a day for blood glucose to go back down. Customer declined troubleshooting for high blood glucose and stated she did have an insulin pen to use as back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.